Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ten (10) non-dehp standard bore catheter extension sets were ¿block/clogged¿. It was further reported that it was impossible to empty the set unless by injecting liquid with an unspecified syringe by applying strong pressure on the plunger. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.